Manufacturer narrative:
Initial and final MDR 1885090 - MDR 3003442380-2024-07643 - device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced events of occlusion at infusion set site with three infusion sets. The events occurred within 3 hours of insertion. The insertion site was at the abdomen. No further information was available.